Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an amia automated pd set leaked. The patient¿s spouse was awoken by ¿a burning plastic smell¿ and the ¿sound of sparks¿. The spouse noted the sparks were coming out of the power strip which was on the floor plugged in behind the bed. The spouse then observed smoke emanating from the power strip and ¿shortly after a fire broke out on the power strip¿. The spouse grabbed a wet towel and ¿began to whip the power strip with the wet towel in an attempt to put the fire out and the fire finally was extinguished¿. The power strip was unplugged, and the patient was disconnected from the amia device. The machine was noted to be ¿flickering on and off¿ and the couple was able to manually shut the machine off. The event occurred during an unknown cycle and the patient had to manually drain. At this point, the amia machine was observed to be ¿very wet and was dripping liquid onto the carpet beneath it¿ and solution had leaked onto the power strip. Upon further inspection, the amia automated pd set drain line tubing was observed separated from the cassette but ¿still connected to the toilet¿. Nothing else was plugged into the power strip. There was no report of patient injury or medical intervention associated with this event. No further information was available at the time of this report.

Manufacturer narrative:
H10: the device was received for evaluation. A visual inspection was performed, and it was noted that the drain line tubing was missing from the cassette port indicating the tubing had separated from the cassette during use which would have cause the reported leak. The reported condition was verified. The cause of the reported condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.